Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the device display failure was due to physical damage (impact) to the upper right section of the screen. This damage led to a failure in the top case assembly test. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)

Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4) for evaluation. The device is currently being returned to the manufacturing facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).